Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
On-site investigation was performed. The claimed issue was reproduced during troubleshooting. According to received service report, the issue was related to dc/dc & battery control printed circuit board. The review of received device's logs confirms occurrence of the turbine sensor range error. Moreover, turbine module communication error, air humidity (rh) sensor range error and inspiratory flowmeter temperature sensor range error have been found. The dc/dc & battery control pcb's main functions are on/off control, switch to battery power supply when mains power/external 12 v battery is lost, and control switching between mains power and external 12 v battery, supply required internal voltages and it connects the user interface control cable. Dc/dc & battery control pcb converts the power supply voltages into the internal dc supply voltages e.g +12 v and -12 v. The root cause to the reported issue has not been determined.

Manufacturer narrative:
After replacing dc/dc & battery control printed circuit error indicating disabled valves occurred and monitoring printed circuit board (pcb) was identified as defective. Monitoring pcb is a part of the subsystem monitoring mon. The monitoring subsystem features alarm and monitoring functions, calculations, trending of measured values and is also the can-bus master. The cause to the issue has been determined as related to dc/dc & battery control pcb and monitoring pcb.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated technical error codes indicating a sensor range error. There was no patient harm reported. Manufacturer's ref #: (B)(4).